Manufacturer narrative:
The pump was returned and analyzed. The pump reservoir was empty upon return. Multiple motor stalls and recoveries along with a "tube set" alarm were confirmed in the event logs. Bench testing revealed that the pump was overinfusing by more than 14.5% at standard conditions and typical therapeutic rate. Long term dispense and weight testing will be performed. The destructive root cause analysis for the motor stalls was postponed until long-term testing is complete. (B)(4).

Manufacturer narrative:
Pump completed long term testing per oi CAPA deviation. No further oi CAPA testing will be done. Rpa has finished out the destructive analysis. Anomalies found during destructive analysis. Analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis is complete.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal compounded baclofen and fentanyl via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 300mcg/ml at a dose of 100.27mcg/day and fentanyl 200mcg/ml at a dose of 66.85mcg/day. The pump's indication for use (IFU) was listed as non-malignant pain and other non-malignant pain. On (B)(6) 2016, the physician was performing a refill and upon initial interrogation a motor stall was noted along with a tube set message. Logs were checked and showed multiple motor stalls and recoveries dating back to (B)(6) 2016. (On (B)(6) 2016, a pump motor stall occurred with a 'stopped pump period may exceed tube set' message on (B)(6) 2016. On (B)(6) 2016, the pump recovered. On (B)(6) 2016, another pump motor stall occurred with 'stopped pump period may exceed tube set' message on (B)(6) 2016). At the time of the call the pump motor was stalled. The expected reservoir volume was 7cc and the actual reservoir volume was 14cc. The pump was refilled and programmed and the motor stall screen reappeared. The physician then exited from the screen and re-interrogated the pump. The pump dose was decreased to minimum rate. No further diagnostics were performed. It was noted that the patient has not had an MRI but does have a magnet mattress. The patient reported experiencing withdrawal symptoms with nausea, sweating and itching 3-4 weeks ago. The patient was referred for pump replacement surgery; however, she was not sure she wanted the pump replaced. The patient's status was alive - no injury; the issue was not resolved. Additional information was received from a healthcare professional via a company representative. The pump was changed out (B)(6) 2016.